Event description:
The event occurred at (B)(6) hospital in (B)(6). The event is being reported due to intervention required for graft replacement 9 months after implant. In (B)(6) 2009, the patient was implanted with an axilo-bifemoral bypass. In (B)(6) 2010, the doctor did not find any abnormality using CT. In (B)(6) 2010, the doctor found swelling on side of the body, but the patient did not feel any abnormality such as pain. The doctor did not believe it was a seroma and found a section of the had moved to for a circular shape by CT. The doctor performed graft replacement using another graft. He did not find any infection symptoms near the graft.

Manufacturer narrative:
Method: vascutek will carry out an investigation on the graft when it is returned. Results: the manufacturing and qc records for the batch have been reviewed and there is nothing to suggest a problem with the batch. The graft in question was contained in a batch of 6 units which were dispatched (B)(6) 2009. The CT images at (B)(6) 2010 show that there were no issues with the graft. The CT image at (B)(6) 2010 show that almost circular loop has formed. Vascutek will carry out analysis of the graft on its return. Conclusions: no conclusion can be drawn at this time.